Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced low blood glucose. The blood glucose at the time of the incident was 38 mg/dl. Customer's current blood glucose 145 mg/dl. Customer was treated with juice for their low blood glucose however, customer did not report any symptoms. Customer reports that the auto mode was not active at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.